Event description:
Boston scientific was notified that during an event a guidewire got caught on the stent during reaccess. Some resistance was felt and when the guidewire was pulled out a small portion of the stent was attached to it. Stent was moved and the procedure was stopped. The pt will have a follow-up in 4 to 6 weeks.